Event description:
This rv lead was implanted on (B)(6) 1989 and was capped on (B)(6) 2013 due to high pacing threshold, low pacing impedance measurements of less than 200 ohms and low amplitude and poor morphology. Patient presented for lead revision after clinic discovered low impedance of 190 ohms in the rv lead. There was also loss of capture at 6.5 at 0.5. Lead revision was successful. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).